Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 7. Ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.